Event description:
It was reported that during a prostate procedure, the cartridge fell out from the instrument before firing. The cartridge came loose and a suture was needed because of bleeding.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time. D4: serial#= na.